Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to supraventricular tachycardia (svt) and noisy signals oversensing. Boston scientific technical services (ts) recommended reprogram options. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to supraventricular tachycardia (svt) and noisy signals oversensing. Boston scientific technical services (ts) recommended reprogram options. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: model corrected: 3010.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to supraventricular tachycardia (svt) and noisy signals oversensing. Boston scientific technical services (ts) recommended reprogram options. This electrode remains in service. No adverse patient effects were reported.